Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in clinic follow up, difficulty was encountered establishing telemetry with this pacemaker, however, an interrogation was eventually able to be performed. During review of the programmer interrogation, the pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited noise with atrial pacing. Subsequently, a device replacement procedure was performed due to reported normal battery depletion. No noise was observed on either lead at the time of device replacement, so the physician opted to explant and replace the device only and leave the leads implanted. A device header issue was suspected. No additional adverse patient effects were reported.